Event description:
The customer reported hospitalization due to low blood glucose. Customer stated that sensor did not alarm that she was low. Customer changed the threshold suspend to 80 mg/dl due to it goes low very quickly. Customer declined to troubleshoot for the sensor issues. Customer's most recent blood glucose was 132 mg/dl. Customer stated that she was admitted as inpatient for medical treatment last (B)(6) 2014. Customer stated that the cause of low blood glucose was unknown. She stated that she broke her leg when she went to the bathroom. She was given glucagon and was taken to the hospital after she broke her leg. Advised the customer to monitor the issue and if anything comes up odd to call back to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).